Event description:
It was reported that a pacer dependent patient presented for an endoscopic procedure and the anesthesiologist noticed inadequate pacing. The patient was tested with a holter monitor and there were several inappropriate pauses in ventricular pacing. The patient was brought into clinic on (B)(6) 2017, for further tests. There were no abnormalities during testing. The device was nearing eri and would be replaced. On (B)(6) 2017, the pulse generator was replaced and a new ventricular lead was implanted. The old ventricular lead was capped on (B)(6) 2017 due to oversensing. The patient was stable prior, during and after the procedure.